Event description:
It was reported that the device could not be interrogated using an rf telemetry. A second telemetry was used but was still unsuccessful. A different device was tested and was successfully interrogated. Device remains implanted. Patient condition is good.